Event description:
It was reported that, during a procedure, after deploying the fast fix t1 the t2 deployed prematurely. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator was at manufacturing specifications. The shaft of the device had a slight bend. There was debris within the needle. No suture was returned. A functional evaluation could not be performed in full since the anchors had already been deployed. The device actuator had some minor stiffness, but cycled as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found following warnings and precautions related to the reported failure: ¿ do not push the deployment slider twice or the second implant will deploy prematurely. ¿ do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. Internal complaint reference: (B)(4).